Event description:
It was reported that the lead was explanted due to oversensing approx. 28 months after the implantation.

Manufacturer narrative:
The ICD and the lead complained about were returned for analysis. The returned ICD first underwent a status interrogation. The device status was mos1, and 86 charge processes had been registered. A visual inspection found discoloration of the housing. This kind of discoloration can arise on the housing surface of the ICD due to the formation of titanium oxide as a result of the strong electrical fields during a shock delivery. This is normal and to be expected and has no impact on the devices capability to provide therapy. The memory content of the ICD was checked. The analysis of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries, matching the clinical observation. The signal sensing of the device was then checked, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. Subsequently, the lead was examined. It had been cut into a proximal and a distal fragment 8.5 cm distal of the df4 connector pin and both fragments were available for analysis. The visual inspection of the lead fragments showed multiple signs of abrasion. Especially in the distal area of the lead, close to the shock coil, the insulation was damaged due to fraying. This damage is with high probability the cause of the reported oversensing with shock deliveries. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Substantial lead movement should be considered as the cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information about the patient. Possible influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, in particular concerning the upper body. In addition, cuts were found in the insulation and a deformed shock coil, which are probably results of the extraction process. The measurement of the direct-current resistances of the electrical conductors proved to be inconspicuous. The manufacturing process of these devices was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.